Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/29/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample a crease was noted in anterior view. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 additional information was received. Patient had undergone removal and replacement with a 425cc mentor smooth round high profile memorygel breast implant on (B)(6) 2019. On 10/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade iii . Concomitant medical products: 425cc mentor smooth round high profile memorygel breast implant catalog: 3504254bc lot:7603199 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 425cc mentor smooth round high profile memorygel breast implant, experienced right sided capsular contracture, baker grade iii, post-operatively. The capsular contracture was diagnosed by a physician. As a result, the patient has a planned explantation on (B)(6) 2019.